Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a damaged drawer, and bearings from the rails were falling out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer in was damaged and bearings from the rails were falling out. The field service engineer (fse) found that the right side of the bearing cage was missing, and the left side was beginning to separate. A new bump stop was installed on the left rail to temporarily prevent further separation. The drawer required replacement, and the repair was not completed at the time. Parts were ordered. The fse logged in, removed the cubies, removed and replaced the drawer, reloaded the cubies, rebooted the device, configured it, and tested its functionality. The unit was tested in hardware test application, and the customer successfully performed inventory without any failures. The system functioned as intended after the field service engineer repaired the device.